Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported infection or inflammation (3months) on left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec) and missing shell observed assessed as inconclusive. Additional observations: red particles observed on the device. Red particles observed in the gel. No further actions are required as the device was implanted." Additional, corrected and/or changed data: d.9, h.3, h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. Device remains implanted.

Event description:
Healthcare professional reported left side rupture. MRI report indicated patient stated experiencing, "an infection or inflammation (3 months) on left breast". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.